Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: flickering probable root cause: broken optical fibers, poor light cable alignment in jaw, residue on fiber tip, nonuniform light output, use error, intermittent electrical component contact in safe light circuit, reed switch assembly malfunction, magnet missing from safe light adapter. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: flickering. Probable root cause: broken optical fibers, poor light cable alignment in jaw, residue on fiber tip, nonuniform light output. Use error. Intermittent electrical component contact in safelight circuit, reed switch assembly malfunction. Magnet missing from safelight adapter. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.